Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country - japan. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there is a foreign substance. The event timing is outside of surgery. There is no harm or delay reported. Due diligence is complete.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D10: item name: 00880000010, lot number: 66515930, qty: (B)(4). Visual inspection confirmed there was a piece of red debris measuring approximately 1mm squared sealed inside the packaging of 1 of the blades. This package is non-conforming as the debris is over allowed specification. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is likely attributed to the manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.